Event description:
It was reported to vyaire medical that the avea ventilator has transducer fault. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.